Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Reportedly, the leak may have been caused by overfilling, although unable to confirm. Customer's blood glucose was 620 mg/dl. Elevated blood glucose was addressed via manual insulin injection. Reportedly, treatment lowered their blood glucose to 379 mg/dl by the time the customer arrived at the emergency room (ER). No treatment was administered to the customer while at the ER. Customer left the ER 3 hours later with no permanent damage. Tandem technical support performed a system check with customer and confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.